Manufacturer narrative:
It was reported that the safety valve test failed during the pre-use check. The ventilator was investigated by our field service engineer. The reported failure could be reproduced and it was resolved by cleaning the inspiratory pipe. After cleaning the inspiratory pipe, the ventilator passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturers ref:(B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).